Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor had a short. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
"Intermittent continuity" to "failure to deliver energy" (B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. As per the account manger the product was shipped to maquet cardiac surgery for investigation. The account manager is unable to provide a tracking number. Shipping and handling department of maquet was contacted. Delivery record of the device cannot be verified due to missing tracking number. The device was not received by the laboratory of (B)(4). Therefore no evaluation could be performed. This complaint record will be reopened and further investigated if the product becomes available. The reported failure mode "failure to deliver energy" could not be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor had a short. A replacement device was used to complete the procedure. The hospital did not report any patient effects.